Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 5.0 x 100, 135cm mustang balloon catheter was advanced for dilation. The balloon was inflated 3 times at 8 atmospheres (atm) for 10 seconds, 12 atm for 10 seconds and 20 atm for 30 seconds respectively. However, during third inflation at 20 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient was good.